Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing which appeared to be diaphragmatic or myopotential oversensing. It was noted that this patient was pacemaker dependent and experienced asystole of 4 seconds. The lead values were noted to be within normal range. Technical services (ts) discussed adjusting programming. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).